Manufacturer narrative:
A ge service representative performed an on site investigation. A third party interconnect cable was evaluated and identified as requiring replacement. The customer was advised of the repair. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury was reported related to this event.